Manufacturer narrative:
Please see corrected field for corrections: a1 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212458 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 212458 and device part number 195-430h / lot 209876. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214751 showed that the complaint rate is 0.000316%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Other - device not returned; single use.

Event description:
The consumer reported two (2) false negative results with binaxnow covid-19 ag self test using kitted swabs on various dates. This MFR report addresses test result two (2) of two (2). The customer reported a false negative result on (B)(6) 2023. Confirmation testing was performed on (B)(6) 2023 generating positive results. The consumer stated that no medical treatment was provided. No additional information was provided.

Event description:
The consumer reported two (2) false negative results with binaxnow covid-19 ag self test using kitted swabs on various dates. This MFR report addresses test result two (2) of two (2). The customer reported a false negative result on (B)(6) 2023. Confirmation testing was performed on (B)(6) 2023 generating positive results. The consumer stated that no medical treatment was provided. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device evaluated by MFR: device not returned; single use.